Event description:
An ophthalmologist reported that a pt underwent lens implantation with tecnis z9000 intraocular lens (date unspecified). Four months after implantation the pt required a posterior capsulotomy due to posterior capsule opacification. "The laser yag was shot in circle with 0.2 mjules", which caused dots on the lens. These dots have not disappeared and they produced vision loss. The case is considered a serious/incident due permanent damage/significant disability. The ophthalmologist does not want to remove the lens and change it for another one. At the time of this report the pt has not recovered from the events.